Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Caller (customer's daughter) reported that on (B)(6), 2015, at approximately 10:00 p.m., she found the customer unconscious on the bathroom floor. Caller tested the customer and obtained an adc blood glucose result of 170 mg/dl. Paramedics were called due to the caller believing the customer suffered a stroke, however when paramedics arrived, a blood glucose result of 30 mg/dl was obtained on the paramedic meter and customer was administered a glucagon injection. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with control test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter memory.